Event description:
It was reported that the PICC was inserted in (B)(6) 2013. On (B)(6) 2013, the patient complained of leakage during the treatment. Phlebography showed there was a leakage at the location of 22.4cm depth marker. On (B)(6) 2013 with the consent of the patient, the PICC was removed. After that, the nurse changed another PICC to finish the whole treatment.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.